Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2015 with the following findings: a review of the pump¿s black box history showed evidence of a load step malfunction occurring on (B)(6) 2015. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and a broken solder joint was observed near the pin on the force sensor flex. The prime issue was observed in the pump history but was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. The distributor alleged that there was an unspecified prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.